Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative indicating that the cause of the high impedances was not determined. The status of the affected lead is unknown. This information has been confirmed by the healthcare provider.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient who was implanted with a lead. It was reported that the lead had slightly high impedances on contact zero out of box. Unknown if any environmental/external/patient factors may have led to the issue. The patient had a new initial implant at the right stn. Surgeon placed lead. Impedance was taken with alligator clip and contact 0 came back with 4700 ohms. Surgeon re-connected alligator clip and impedance was taken again. Still in the 4700 range. Stimulated on contact 0 for 1 minuted in the operating room then increased to 3v retested impedance at 3v and took impedance and it was at 4300 ohms. Tested contact 1 impedance and it was at 1500 ohms and tested contact 3 and it was at 1700 ohms. They replaced the electrode with a new electrode which impedance came back within normal range under 2000 ohms for each contact. At 0.7v. This was the final electrode implanted. The issue is reported to be resolved. The rep was unable to determine if the lead would be returned. No symptoms are reported. No further complications were reported or anticipated with this event.